Event description:
It was reported that during implant of the pulse generator, abnormal sensing, capture, and impedance values were seen on the atrial channel of the pulse generator. The atrial lead showed normal measurements when tested with a pacing system analyzer. The pulse generator was removed and replaced. The patient was normal and stable during and after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics.